Manufacturer narrative:
The cause for the non-reproducible advia centaur xp ca 19-9 results is unknown, however, the sample had been stored at 2 to 8c for more than 48 hours. The specimen collection and handling section of the instructions for use states : freeze samples at or below -20c if the sample is not assayed within 48 hours." No conclusions can be drawn. A siemens field engineer was dispatched to perform a total service call. The aspirate and dispense were verified. The positions for the sample probe, ancillary probe and reagent probe 3 were all verified. Dry and wetwater tests were performed. Dry results were all normal and within range. The wetwater results had 13 signal errors with 1 flyer indicating a decontamination of the water lines on the system was required, however, there is a known water issue at the site. The decontamination of the water lines on the system should be performed after the water issue at the site is completed. No conclusions can be drawn as to the cause of the non-reproducible result. All quality control results were within the customer's ranges at the time of the patient testing. The limitations section of the instructions for use states the following; "note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 1-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. Warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease."

Event description:
Customer observed non-reproducible advia centaur xp ca 19-9 results on a patient sample. There are no reports that patient treatment was altered or prescribed based on the results. There are no reports of adverse health consequences based on the discordant advia centaur xp ca 19-9 results.